Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva ID tractip 200 laser fibers that were used in the same procedure. According to the complainant, during procedure, the laser fiber was broken upon insertion through the scope (manufacturer report #3005099803-2018-61121). A second flexiva ID tractip 200 laser fiber was broken before use (manufacturer report # 3005099803-2018-61150.) The procedure was completed with a third flexiva ID tractip 200 laser fiber there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Investigation results: the fiber was returned broken into three pieces. The first piece measured approximately 74 cm from the top of the connector to the break and kinks were noted. The second piece measured approximately 84.9 cm from the break to break and kinks were also noted. The third piece measured approximately 93.2 cm from the break to break. A portion of outer jacket with no glass fiber was also returned. This piece measured approximately 43 cm. The remainder of the fiber, including the distal tip was not returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this manufacturer report pertains to one of two flexiva ID tractip 200 laser fibers that were used in the same procedure. According to the complainant, during procedure, the laser fiber was broken upon insertion through the scope (manufacturer report #3005099803-2018-61121). A second flexiva ID tractip 200 laser fiber was broken before use (manufacturer report # 3005099803-2018-61150.) The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.